Event description:
It was reported patient had a thr in 2009 and then a revision in 2012. Patient went in to see her doctor in december and he would like to talk to someone regarding why she needed a revision.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
The event reported in this report is a duplicate of the event reported in MFR. Report #: 0002249697-2014-01945.

Event description:
It was reported patient had a thr in 2009 and then a revision in 2012. Patient went in to see her doctor in (B)(6) and he would like to talk to someone regarding why she needed a revision.